Manufacturer narrative:
H.6. Investigation: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. DHR could not be performed due to unknown lot#. H3 other text : see h.10

Event description:
It was reported that 4 unspecified bd¿ pen needles were blocked during use and wouldn't deliver insulin.the following information was provided by the initial reporter, translated from chinese to english: "when dismantled, 4 needles could not use for insulin injection, customer thought pen needles were blocked"

Manufacturer narrative:
Unknown manufacturer: there are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. Therefore, bd corporate headquarters in (B)(4) has been listed. And the (B)(4) FDA registration number has been used for the manufacture report number. Medical device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that 4 unspecified bd¿ pen needles were blocked during use and wouldn't deliver insulin. The following information was provided by the initial reporter, translated from (B)(6) to english: "when dismantled, 4 needles could not use for insulin injection, customer thought pen needles were blocked"